Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the console gave an error 712, the console put into standby mode and the fiber was cleaned. The error was cleared. It was further reported that the beam coming out of the tip of the fiber. The procedure was completed successfully with a second fiber. No injury to the patient occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The potential for forward firing may exist. The glass cap exhibits severe devitrification at the output window and the metal cap had severe detritus adhesion on the surface. The outer flow tubing open end exhibited minor scratch marks. Due to the observed glass cap distal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the console gave an error 712, the console put into standby mode and the fiber was cleaned. The error was cleared. It was further reported that the beam coming out of the tip of the fiber. The procedure was completed successfully with a second fiber. No injury to the patient occurred due to this event.